Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient's lead was found broken during end-of-service generator replacement surgery. According to the medical professional, the fracture was not visualized on x-rays prior to surgery. The physician was unable to determine if the patient's many falls due to epilepsy could have contributed to the fracture. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.